Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device hasn't been working for them for the last six months; the device stopped working. They have the ability to change programs and/or adjust stimulation and then stated that they've tried all four programs, but it still hasn't helped. Patient said they have adjusted as well to no success. The patient wondered about explanting the device or leaving it in so they were redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.